Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, there was a design change implemented to improve the resistance of the power switch. It has been 9 years since the subject device was manufactured. The devices included in this design change began shipment on november 18, 2013. The subject device of this report was manufactured prior to the design change of the power switch (see h4). Though a definitive root cause was not identified, it is likely that the power switch became defective because the operating force applied to the switch, and the number of times exceeded the original assumption. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the on/off button was not working. The problem, as reported to olympus, was identified during preparation for use. The intended colonoscopy procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found a previous version main switch and the unit could not be powered on. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.